Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
The pt reported that she is experiencing pain, fever and tenderness on one side -- ultrasound showed one side of mesh is curled.